Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee claim record received. Claim record alleges injuries, pain, anguish, disfigurement and physical impairment. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received and reviewed: patient received bilateral attune total knees due to degenerative joint disease. The right patella was resurfaced and depuy cement x 3 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, tibial tray migration, and tibial tray loosening at the cement to implant interface. The surgeon noted the revised femoral component was slightly oversized. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications.